Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, an increase in capture was noted on the right atrial (ra) lead. The physician planned to reposition the ra lead, however, a pericardial effusion resulting in a tamponade was revealed prior to the procedure. Pericardiocentesis was performed to relieve the pericardial effusion. Furthermore, the ra lead was repositioned to resolved the event and the patient was in stable condition.